Manufacturer narrative:
Medwatch - form FDA 3500a uf/importer rpt num: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had three capsules which failed to attach. The patient had monitored anesthesia care during the procedure. The second and third capsules performed on the same event. There was no patient harm.